Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The analysis of the system logs showed a field programmable gate array (fpga) error in the log after the reload was clamped. The fpga error was still present once the handle was returned. Analysis by the hardware team showed fpga is not communicating with the k20. Lattice was used to read back the fpga flash contents via jtag was verified to match its factory program. The flash was not corrupted, but the fpga was not responding to the k20 microprocessor. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component failure was identified during product analysis. The software was not corrupted, but the fpga was not responding to the k20 microprocessor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the third firing for gastrointestinal stromal tumor resection in a laparoscopic partial gastrectomy procedure, they checked the jaws opening/closing, however the green buttons of handle were not illuminated. They tried to re-check the jaws opening/closing, however could not open the jaws. Then removed the cartridge from adapter with the manual adapter tool. Replaced by an ultra handle ,the procedure was completed. After the surgery, they tried the powered approach, however the display screen showed power handle error indicator. Then removed the handle from shell, and inserted handle to charger, however the display screen showed power handle error indicator again. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Product analysis #(B)(4): analysis being performed by engineering. If information is provided in the future, a supplemental report will be issued.